Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a thin intestine resection with a steel stapler and reload, it could only be fired half way. Part of the staples remained in the reload and the staple line was incomplete. The anastomosis was over-sewn with seam material. There was no reinforcement material used. The patient's last known status is reported as well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). An evaluation of two reloads was performed. The initial visual inspection noted that one reload was fully applied with a dented knife blade and cracks in the side of the cartridge. The visual inspection of the second reload showed the instrument was sealed with a full complement of staples. No damage was observed to the second device. The first reload was forwarded for further evaluation. The initial review verified the observations. Additionally, the first reload was fully fired and no staples were present at the moment of the evaluation. A minor dent was noted on the cutting edge of the knife blade. This dent could have been caused by an obstruction in the tissue during the use in the surgical procedure. The reload was fired for functional testing. No irregularities were perceived during the functional test. Also, it was observed that the cartridge was cracked at it sides. This condition was investigated. Nevertheless, this damage could not cause the reported condition. A potential cause of the staple line incomplete may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application, however due to the product being received fully fired this cannot be confirmed. Replication of cracks at the bottom of the cartridge may occur if a knife or sharp object is used to separate the bottom plate from the cartridge. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.